Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A cartridge and infusion set change were performed resolving the occlusion alarm. The customer's blood glucose level was 200mg/dl.